Event description:
The customer reported having no ac power indicator led, which could indicate a failure to power up via ac power. There was not pt involvement.

Manufacturer narrative:
(B)(4). The customer reported having no ac power indicator led, which could indicate a failure to power up via ac power. There was no pt involvement. The device was evaluated by a philips field service engineer. The power supply assembly was replaced to resolve the reported issue.